Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that a patient undergoing percutaneous vertebroplasty (compression fracture of l2 vertebral body type a4 following mva). Cementoplasty with 2 doses of cement per pedicle under scopic control to ensure no leakage. In the ICU, the patient desaturated up to 85% immediately post-extubation, requiring niv. Persistent hypoxemia associated with tachycardia prompted angio scanning, which revealed right subsegmental cement pulmonary emboli and bilateral pleuropneumopathy. It was also reported that the patient was admitted to the surgical intensive care unit for niv weaning and then the patient returned to inpatient ward for further management.